Event description:
The patient claimed the animas insulin pump has a load step issue. The subject pump is allegedly priming 50 units out of 100 units of insulin when the patient performed the load step. At the time of concern, the subject pump did not prompt a "no cartridge detected" warning. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction/removal reporting number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation load step malfunction and loss of prime with non-zero force were verified in black box. Performed pump rewind, load, and prime with no loss of prime. Unable to rewind and load due to a load step malfunction. Force sensor calibration was out of specifications (low). Force sensor plate was contaminated with a green substance. The force sensor plate resistance reading was out of specifications. Unrelated to the complaint, evaluation revealed a scratched, discolored/faded display screen and worn keypad symbols, which has no effect on insulin delivery function.